Event description:
It was reported that the doctor performed a cvc placement in general theatre on the 28th of may. Dr used int. Jug. Right. With the dilation of the vessel the dilator tip became damaged. The doctor opened a new set and used successfully.

Manufacturer narrative:
(B)(4). The customer returned one dilator and lidstock for evaluation. Microscopic examination of the returned dilator revealed the tip was frayed, folded and split. The tip also contained white marks, which is a sign of stress. This damage is consistent with undue force being applied to the tip. The dilator body length and outer diameter were measured and were found to be within specification. A device history record review was performed on the dilator and no relevant manufacturing issues were identified. The IFU provided with this kit instructs the user to perform a skin wheal prior to dilating the skin. The customer report of a damaged dilator tip was confirmed by complaint investigation of the returned sample. The dilator tip was frayed, folded, split, and contained stress marks. This indicated undue force caused the damage. The sample passed all relevant dimensional testing and a device history record review revealed no relevant findings. Based on the damage of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the doctor performed a cvc placement in general theatre on the (B)(6). Dr used int. Jug. Right. With the dilation of the vessel the dilator tip became damaged. The doctor opened a new set and used successfully.